Manufacturer narrative:
Data and information provided by the customer confirm the complaint issue. The ticket search by lot number indicates that the product lot is performing as expected. Return testing was not performed as returns were not available. Device history record review was performed on lot 55723fp00, which did not show any potential non-conformances, deviations, or non-conformances related to the issue under review. Trending review did not identify any trends. Historical performance of reagent lot 55723fp00 was evaluated using world wide data for architect ca 19-9xr assay. The patient¿s data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 55723fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 55723fp00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca19-9xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated architect ca 19-9 results for one patient. It was unknown if the patient was diagnosed with pancreatic cancer. The following data from one patient was provided: sid (B)(6) initial test 46.84, repeated 5.14 and 5.12; sid (B)(6) 5.67 sid (B)(6) sid(B)(6). No impact to patient management was reported.